Event description:
(B)(4). Initial information was reported by a nurse to a sales representative on (B)(6) 2007 and additional information received from a nurse on (B)(6) 2009: a (B)(6) female received 2 cubic centimeters (cc) of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] for (B)(6) on (B)(6) 2009 during a training session by a trainer and trainee. The poly-l-lactic acid was reconstituted with 1% lidocaine with epinephrine and 5 cc of bacteriostatic water. The patient was injected in the temples, mandibular region and nasolabial folds. Almost immediately (date unknown) she began to experience nodules on the temples and returned to the physician's office a week later. She was advised by the physician to keep massaging the area. On (B)(6) 2009 the patient was injected again with poly-l-lactic acid in order to soften the nodules (further details unknown). The reporter stated that the patient seems to be tolerating the second treatment. The event remained ongoing at the time of this report. Concomitant medications included atorvastatin calcium (lipitor) and "other medications" not other specified (nos). Medical history could not be provided. No further relevant information reported.

Manufacturer narrative:
Add'l implanted date: (B)(6) 2009. Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(4) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.